Event description:
The initial reporter reported that a vertier surgical table in the hallway is leaking hydraulic fluids from the bottom of unit. The table is tilted down in the front and will not zero out. There were no pts involved and no adverse consequences occurred.

Manufacturer narrative:
There is no established exp date for this device. Further attempts will be made for this info. Device mfg date is unk at this point. Further attempts will be made for this info. Eval summary - upon eval noticed that the hydraulic hose is damaged. This is the likely cause for the hydraulic fluid leak. There is a potential that a user or pt could slip on the leaking fluid. There were no adverse consequences that occurred as a result of this malfunction. Further investigation is ongoing.